Manufacturer narrative:
Product event summary: at analysis it was noted that errors were found in the log files and in the software updates and that the latches of the cable bay were damaged. The device was cleaned, the cable bay was replaced, new software was installed and the stylus was calibrated. The device then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer was unable to interrogate low power (implantable heart) devices, only high power. It was further reported that the screen would not calibrate. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the device was returned to service.